Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the physician was able to advance the lead into the target atrium, but unable to extend the helix, resulting in intraprocedural dislodgement. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be extended and retracted within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.